Manufacturer narrative:
Event year reported as 2019; exact date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date the depth gauge broke. The metal needle broke from main body. Broken device was removed from the patient¿s body. Another depth gauge was used to complete the procedure successfully there was surgical delay of five (5) minutes reported. Patient¿s outcome is unknown. This report is for one (1) depth gauge. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 h3, h4, h6: part: 319.006 synthese lot: ft00054 supplier lot: ft00054 release to warehouse date: october 07, 2016 supplier: electronics america llc the raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws was received with the needle component broken off from the slider. The distal needle tip was slightly bent. The protection sleeve component was not returned and is missing. The ball was excessively protruding out from the slider and had shifted/loosened from its original/manufactured position. Functional inspection functional testing showed that the body would not slide onto the slider, as the ball was excessively protruding from the slider. Dimensional inspection: drawing: needle feature: needle shaft diameter result: conforming document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. - depth gauge for 2.0/2.4mm screws - needle - protection sleeve - ball during the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Conclusion: the complaint condition is confirmed for the depth gauge for 2.0mm and 2.4mm screws as the needle component was broken off from the slider. The distal needle tip was slightly bent. The protection sleeve component was not returned and is missing. The body would not slide onto the slider, as the ball was excessively protruding from the slider. No definitive root cause could be determined. It is possible that the broken/bent needle and shifted/loosened ball conditions were due to excessive/unintended forces and/or consistent use/reprocessing over the part¿s lifetime. It is possible that the protection sleeve was misplaced during surgery/reprocessing. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11 corrected data: d10 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.